Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp) due to the reservoir herniated. The previous reservoir was removed and replaced with another reservoir with a longer tubing. There were no further patient complications in relation to this event. No more information is available at the moment, if further relevant information becomes available, it will be provided.